Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation of material # 367812, batch # 0080944. Therefore, 29 retention samples from bd inventory were evaluated by stopper pullout testing and loose caps were observed with 4 out of 29 samples failing the stopper pullout testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation CAPA investigation 1875009 relating to the issue of loose caps through corrective and preventive actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes device experienced stopper creep out or loose closure.this event occurred 1400 times. The following information was provided by the initial reporter: translated to english. The customer stated: "got the information saying that caps are very loose .pop up issue."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes device experienced stopper creep out or loose closure. This event occurred 1400 times. The following information was provided by the initial reporter: translated to english. The customer stated: "got the information saying that caps are very loose .pop up issue."